Event description:
It was reported that the tip of two ozark screw drivers broke intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences nor medical intervention was reported. This record captures the second of two reported ozark screw drivers.

Manufacturer narrative:
Visual inspection confirmed that the tip of the driver fractured. Rotational deformation was observed on the driver, immediately proximal to the fracture. Direction of deformation indicates the fracture occurred due to excessive torque during tightening. Device and complaint history records were reviewed for the corresponding lot, and no relevant issues were identified. Communication with the field representative indicates that a spin top handle was used with the reported device, and the patient appeared to have harder than normal bone. The ozark surgical technique states that the 12 in-lb torque limiting handle must be used with threaded driver. The most likely cause of the reported event was determined to be the use of the spin top handle, instead of the recommended torque limiting handle. The torque limiting handle was designed to protect threaded driver from excessive torque. The patients harder than normal bone may also have contributed to driver fracture, as hard bone can potentially cause excessive force to be applied to driver during screw insertion.

Event description:
It was reported that the tip of two ozark screw drivers broke intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences nor medical intervention was reported. This record captures the second of two reported ozark screw drivers.